Event description:
Pt is vomiting constantly, has constant pain at the site, as well as her back and legs. She was scheduled to have surgery to explant the mesh in 2007.

Manufacturer narrative:
No product returned for eval. Therefore, no conclusion can be drawn.